Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8711, lot# j11492r29, implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis of the device found a reliability non-conformance of the catheter with the sc connector having coring-tears-cuts in the seal and met the leak criteria.

Event description:
The device was returned with no information. Per the ip, the pump delivered clonidine (2400 mcg/ml at 1100.2 mcg/day) and bupivacaine (7.5 mg/ml at 3.4380 mg/day). The indication for use was noted as non-malignant pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.